Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving multiple occlusion alarms. After each alarm, the customer had changed out the pump supplies. The customer's blood glucose (bg) level was 300 mg/dl and a bolus was delivered to address the bg level. A pump system check was performed using the current supplies on the pump and no device issues were identified. The customer thought that the cannula may have been inserted into an area that had scar tissue. The customer changed the infusion set site to another area. The customer had no further questions.